Manufacturer narrative:
The novasure disposable device involved in this event was not returned; therefore, an investigation was unable to be performed. Because, the lot number was not provided, an investigation or review of the device history record for the device was not able to be performed. No further information could be obtained, thus, no conclusion can be drawn for this event. The novasure rf controller is expected to be returned for investigation. Catalog #816001-02.

Event description:
User facility reported that the novasure system alarmed for several failed cavity integrity assessment (cia) tests. Upon these alarms, the physician removed the disposable novasure device to use a hysteroscope to rule out a perforation. No perforation was noted. The novasure procedure was initiated again when a vacuum alarm occurred. The procedure continue despite receiving vacuum alarms until the completion light came on indicating the uterine ablation had been completed. A post-op hysteroscope did not reveal any perforations. Postoperatively, the patient complained of pain. A laparoscopic assisted hysterectomy was planned. In looking at the abdomen, there appeared to be thermal damage on the corneal region of the uterus as well as small bowel. A small bowel resection was performed. Following the resection, an ileus developed requiring IV hydration. The patient was progressed to a soft diet.